Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: unknown 36 +0 biolox v40 head, unknown 36e poly liner, unknown screw 1 of 2, unknown screw 2 of 2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not available.

Event description:
It was reported that the patient's right hip was revised due to pain. No possible cause or contributor for pain was reported to the rep. An accolade ii stem, biolox head, 36e poly liner and 2 screws were revised to an mdm liner with adm/ mdm poly insert, and competitor femoral components. Surgeon did not report the reason for removing the screws, the shell was retained. Rep confirmed that no further information will be released by the hospital or surgeon.